Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 27mg/dl. The customer's most current blood glucose level was 105mg/dl. The customer has treated the levels with food. Troubleshoot was conducted. The daughter states the customer's level was original 600mg/dl, and after 18units the customer woke up really low. The device was found to have passed the displacement test. The customer was advised to monitor the pump and contact their health care provider regarding unexplained lows.